Event description:
Reference number (B)(4) event occurred in argentina. It was reported that the patient faced high blood glucose event on (B)(6) 2026. The patient treated with correction bolus. No further information available.